Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous cephalic vein. The lesion was accessed using a thruway guide wire and a non-bsc introducer. The 6.0 x 20mm sterling balloon was being used to pre-dilate the lesion and the balloon ruptured at 5 atms upon the first inflation. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).